Event description:
The reporter states that she obtained the blood glucose comparison of 324mg/dl and 141mg/dl on the accu-chek advantage sys. The results were obtained within a 10 min timeframe. No actions taken or treatment rendered. No adverse event reported. New sys sent to customer and return requested.